Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the single port monopolar curved scissors instrument movements did not correspond to the console surgeon. There was non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the single port monopolar curved scissors instrument did not move according to surgeon's commands. Non-intuitive motion was observed. It moved in an unintended way or contrary to surgeon's commands. The instrument was not static. The apical part of the instrument that was broken did not completely detached or separate from the instrument. No fragment fell into the patient. There was no injury to the patient, and the procedure was completed as planned. The tips of the instrument were supposed to move to the left and they moved downwards. The intended direction was shifted by 90 degrees. There was no shakiness and/or friction observed. Two instruments were replaced to solve the non-intuitive issue. The faulty instruments were monopolar curved scissor lot number: 430004 u10240918-0013 and monopolar curved scissor - lot number: 430004 k10250320-0005. The issue occurred with the surgeon's head inside the surgeon console high resolution stereo viewer (hrsv) when surgeon was attempting to manipulate the instruments from the surgeon side console (ssc).

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port monopolar curved scissors instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure, based on system log review, could be attributed to engagement issues experienced by the user. Improper engagement or unintended disengagement of an instrument during surgical use could result in unintuitive motion of instrument tips. Update to annex c and annex b.

Event description:
Refer to h11 for follow-up information.